Manufacturer narrative:
The lens has not been returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed from the patient's right eye intraoperatively due to a hole in the capsular bag that was noted upon lens insertion. Vitrectomy was performed and another lens of different model was implanted successfully. The patient's prognosis was reported as "fine". Please reference MDR# : 1119279-2013-00068 for the delivery device used during this event.